Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope. It was noted that the patient complains of frequent syncope. The patient¿s heart rate was reported to be approximately 30 beats per minute. The right ventricular (rv) lead was reported to exhibit oversensing and with pocket manipulation, there were long pauses present. It was also reported that the right ventricular (rv) lead has exhibited short v-v intervals since the time of implant. The right atrial (ra) lead exhibited a sensing issue demonstrated by a non-specific event showing on the atrial channel. It was also reported that the implantable pulse generator (ipg) exhibited both undersensing and oversensing in addition to underpacing. The ipg and the right ventricular (rv) lead were reprogrammed and the device system remains in use. No further patient complications have been reported as a result of this event.